Manufacturer narrative:
The scope was returned to the service center for evaluation; however, the device evaluation is still pending. As part of our investigation, an endoscopy support specialist (ess) visited the user facility to observe the staff¿s reprocessing practice and provide a reprocessing and repair reduction training. The ess observed the staff was not using the air/water cleaning adapter (maj-629) for the eus scopes only. All other scopes the customer uses a single use third party valve. The staff indicated it was due to the lack of the part (maj-629). Additionally, the ess observed the following areas of improvement: remove all accessories prior to transporting scope to cleaning room from the procedure room. Verify the scope is completely submerged for leak testing and manual cleaning. Do not allow fluid (water or detergent) and or operating environment temperature to exceed 104 degrees. Improve sequence of leak testing (pressurization and depressurization, check connections for moisture). Cleaning accessories used once per patient/scope then reprocessed before use, if reusable. Improve sequence of brushing for eus scopes. Do not stack scopes, 1 scope per bin the ess explained the importance of each which was acknowledged by all staff in attendance. The ess provided a follow up email with all documentation and was sent to charge nurse.

Event description:
The service group was informed that during that the scope's culture tested positive for bacillus sp. After cleaning and high level disinfection. There was no patient infection reported. It is unknown if the device was used on a patient with a known infection of the same microorganism(s) as the culture test was triggered by routine random monthly sampling at the user facility. The endoscope was sampled using sterile water from the channel of the scope and a brush sample from the distal end of the scope and elevator channel. The facility re-cultured the scope and the results came back negative.

Manufacturer narrative:
The returned gf-uc140p-al5 ultrasound video scope was received for evaluation. Visual inspection on the received condition of the device was performed. Using an olympus boroscope and telescope test equipment, there were no findings of any signs of foreign material/substance or stain inside the biopsy channel, biopsy port and suction port channel. In addition, there was no sign of foreign substance/material/stain found with the distal end elevator forcep riser, insertion tube, bending section cover, bending section glue, distal cover, light guide lens/glue and objective lens/glue. There were no leaks noted inside the biopsy channel. The scope passed the cosmo leak test. The bending section cover glue is noted to be discolored at the distal end and insertion tube. In summary, based on the investigation and evaluation of the returned device, the cause of the reported complaint was not determined. There were no abnormalities or foreign material that would have contributed to the positive culture. In addition, the cause of the discoloration on the bending section cover glue is due to chemical damage.

Manufacturer narrative:
The scope was sent to an independent laboratory for microbial testing. The scope tested negative for the reported bacillus sp. Or for any other microorganisms. The scope was ethylene oxide (eto) sterilized and returned to olympus for a device evaluation.